Event description:
During a laparoscopic sigmoid colectomy, the device cut but did not staple on the first firing. The device was fired again and completed the transection. It wasn't until it was time to do the anastomosis that the surgeon noticed that there was a small whole in the distal side. The surgeon used the device to try and seal the opening but the device misfired the same way as before, leaving a cut, but no stapled edge. This time the device made a definate wrong crunching sound, the case was completed by hand suturing the opening. There was no pt consequence.